Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 3. E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient faced three infusion sets bent tubing events on (B)(6) 2025. The blood glucose level was 20 mmol/l at the time of events and the patient was treated with manual injection. No further information available.